Event description:
It was reported by svc report that the cot retaining post is missing from the outer base tube. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.